Manufacturer narrative:
The event of corneal endothelial cell loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported a bilateral endothelial cell loss 2 years post-implantation of the xen®45 gts. This record is for the right eye.